Event description:
The manufacturer received information alleging of an allergic reaction to a dreamwear headgear. The patient has used the mask for several years and began to notice an allergic reaction to the headgear. The patient was seen by a dermatologist who prescribed a cream for dermatitis. The patient has covered the headgear to continue use but is requesting the manufacturer create a hypoallergenic design or covering. There was no report of serious patient harm or injury. The dreamwear headgear was not returned for investigation. If further information becomes available, an additional report will be filed. The manufacturer concludes no further action is needed at this time.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused allergic reaction to a dreamwear headgear. The patient did not report to receive medical intervention. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.section h9 was corrected by capturing the if action reported to FDA under 21 usc 360i(f), list correction/removal reporting number which was missed in initial report.

Manufacturer narrative:
Section h10 was captured incorrectly in the previous report. It should be reported as: the manufacturer previously received information alleging of an allergic reaction to a dreamwear headgear. The patient has used the mask for several years and began to notice an allergic reaction to the headgear. The patient was seen by a dermatologist who prescribed a cream for dermatitis. The patient has covered the headgear to continue use but is requesting the manufacturer create a hypoallergenic design or covering. There was no report of serious patient harm or injury.  Section h9 was captured incorrectly in the previous report. As the device's dreamwear headgear is not under recall, it should be blank. Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem.  Section h1 has changed to reflect a malfunction.